Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient's nurse reported that the patient had pressure ulcers under the electrodes. The patient was taken to the hospital, per her doctor's request to be treated for the skin wounds and irritations. The areas were described to have pus and sores under the left breast as well as pus under the straps on the patient's back. The patient was placed on telemetry at the hospital. During a follow up, the patient's nurse reported that the patient had been fit with an internal device and that the irritation was doing much better.